Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 748240, serial (B)(4), implanted: (B)(6) 2005, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for dystonia. It was reported the extension was removed due to skin breakdown. The extension was replaced and the existing ins and lead remained implanted and were connected to the new extension. No further complications were reported/anticipated.